Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5132122, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure the patient was experiencing tremendous foot pain and foot drop. The physician believed it was procedural pain and suspected a nerve root got "dinged" either due to needle entry or lateral and anterior driving of the lead. The lead was pulled, and magnetic resonance imaging was taken with no remarkable damaged according to the physician. The patient was doing well.